Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) could not be interrogated and there was a telemetry problem. It was noted that the ipg was pacing inappropriately. The ipg remains in use and is scheduled to be replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the implantable pulse generator (ipg) was explanted and replaced. No patient complications have been reported as a result of this event.